Event description:
It was reported that during a follow-up, noise was seen on the atrial and ventricular channels. The patient stated he was in surgery the day the noise occurred. Patient was in good condition and there were no adverse consequences.